Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there were no abnormalities that would have caused or contributed to the reported condition. It was reported that the device system displayed the end of life message prior to reaching end of life criteria. The reported issue could not be confirmed. The most likely cause could not be established from the information available. During the investigation a condition of multiple fpga (field programmable gate array) reset/reprogram failures was detected. This condition has a potential for patient harm. The most likely cause for the additional condition is traced to device design. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The event had foreseen risk and is included in a data monitoring plan. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the demo handle was used in one case with no issues. The handle was placed on the charger and tried to used on a second case but instead got the end of life error. There was no patient involved. Medtronic's initial evaluation of the incident is that the system logs indicated several instances of fpga (field programmable gate array) reprogram/reset failures. System logs showed that the handle fails for motor test due to fpga reprogram reset failures. The power pack software uses fpga for motor controls. When the fpga is unable to reset/reprogram, motor controllers cannot function making motor movements impossible. If the fpga is unable to reset and then no motor movement can initiate.